Manufacturer narrative:
Updated information: d1 brand name changed. D4 UDI number corrected. H6 type of investigation added b18. Additional information was provided which states that states once the device was explanted, the facility disposed of it.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions and to correct a previously reported h6 medical device problem code. The problem code a141101 (decrease in pressure) reported on the initial MDR was not applicable to the event and has been removed. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Event description:
A 62-year-old female patient was supported with an impella 5.5 device for the indication of postcardiotomy cardiogenic shock (pccs). The device (impella 5.5, sn (B)(6); pump 1: (B)(4); gu case (B)(4)) was surgically inserted via direct aortic access on the right side on (B)(6) 2026 at 1:45 pm. During insertion, a sudden decrease in purge flow was observed, accompanied by an increase in purge pressure. No system alarms were reported at the time of the event. Due to concern regarding the potential risk of thrombus formation. The clinical team elected to remove the device out of precaution for potential thrombus formation; however, no clot was observed upon device explant. The patient remained stable on ECMO. At this time, no definitive root cause for the purge pressure fluctuations has been determined. Device evaluation is pending return and analysis. Additional investigation will be completed upon receipt of the device to assess for potential mechanical, purge system, or thrombus related contributors.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. At this time, no definitive root cause for the purge pressure fluctuations has been determined. Device evaluation is pending return and analysis. Additional investigation will be completed upon receipt of the device to assess for potential mechanical, purge system, or thrombus related contributors.